Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the subject device was manufactured before the circuit design of the operational amplifier of the dr board was changed. Therefore, it was determined that the cause of the issue was the failure of the operational amplifier. It was confirmed that the design of the dr board was changed on april 16, 2018 for the phenomenon that the endoscopic image does not appear in combination with the 180 series scope. Per information and service order received, the device was serviced on-site at the user facility. Information obtained from the service order confirmed the customer's report; the technician resolved the issue by exchanging the patient card. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.